Event description:
It was reported that during the implant the right ventricular lead exhibited loss of sensing and out-of-range impedance. The lead was repositioned several times with the same results. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.